Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement due that it was too short. It was confirmed by x-ray and by fluoroscopy. The lead was repositioned successfully. No additional adverse patient effects were reported.